Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had low blood glucose. Customer passed out and was taken to the hospital. Customer's sensor was removed and the transmitter was lost while at the hospital. Customer was requesting another transmitter. Transmitter would be replaced. Customer's blood glucose reading was not provided.